Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
PICC inserted in patient's right upper arm without difficulty. PICC threaded easily without meeting resistance or obstruction and followed the desired path to the svc as viewed on the sherlock during insertion. PICC line flushed easily with brisk blood, return. When attempting to remove the internal wire stylet, the wire would not withdraw easily. Inserter had to pull. Near the end of the wire removal, the PICC nurse could feel the wire catch and then release. Cxr revealed the PICC was coiled in the right ij. We were able to reposition tip in svc by withdrawing line 5cm and power flushing.